Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 9 bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced false positive results. A gram stain was repeated and an acridine orange stain was performed, with the results returning as negative. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "customer reported that it was noticed the last couple of days that the lytic anaerobic-lot # 1188567 exp. 4-30-22 has been calling the bottle positive and upon gram staining the slide and the cultures have no organism." "Repeated gram stain and performed acridine orange stain. Resolution achieved (y/n)?: no, stains result: nos; subculture plates - ng."

Event description:
It was reported that 9 bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced false positive results. A gram stain was repeated and an acridine orange stain was performed, with the results returning as negative. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "customer reported that it was noticed the last couple of days that the lytic anaerobic-lot # 1188567 exp. 4-30-22 has been calling the bottle positive and upon gram staining the slide and the cultures have no organism." "Repeated gram stain and performed acridine orange stain resolution achieved (y/n)?: no, stains result: nos; subculture plates - ng"

Manufacturer narrative:
H6: investigation summary customer reported a false positive defect. Neither photos nor returned good samples were received. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No additional testing is required at this time. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. H3 other text : see h10.